Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthese reports an event in switzerland as follows: it was reported a revision surgery occurred on (B)(6) 2023, due to a broken tfna nail and non union of the bone. It was determined the nail was broken on (B)(6) 2023, nail was implanted (B)(6) 2023. Extraction of nail and reosteosynthesis was completed during the revision surgery. This report is for one (1) 12mm/125 deg ti cann tfna 200mm - sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: manufacturing location: monument manufacturing date: 08-apr-2022 expiration date: 01-mar-2032 part number: 04.037.213s, 12mm/125 deg ti cann tfna 200mm - sterile lot number: 739p459 (sterile) production order traveler met all inspection acceptance criteria. Inspection sheet, in-process/inspect dimensional/final ns071302 rev f met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll), was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive lot number: 703p790 two pieces scrapped at op 50, final inspection, for surface finish-dings/scratches. Production order traveler met all inspection acceptance criteria apart from the two parts noted. Inspection sheet, met all inspection acceptance criteria. Part number: 04.037.912.2, lock prong, 125 degree, tfna static locking prong lot number: 374p302 purchased finished goods traveler met all inspection acceptance criteria. Part number: 21127, timoagri16.00 lot number: 538p372 inspection instruction met all inspection acceptance criteria. Certified test report was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.